Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced both nozzles to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned nozzle units have been tested in a ventilator separately. They both passed the pre-use check. No issues were found during ventilation for 3 hours. They have passed another pre-use check after ventilation without any issue. Both nozzle units were separately been tested in a gas module test system. The test failed as it showed a clearly visible spikes in the nail value, in which concluded that both nozzles had a sticky membrane. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be replaced during the annual preventive maintenance (pm) or after 5000 hours of operation, whichever occurs first. Based on the analysis of the received logs, it appears that preventive maintenance has been executed in accordance with the prescribed instructions (pm on 2023-12-01 and event date on 2024-10-20). Consequently, the cause of the stickiness is an early wear of the membrane. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The stickiness of both membranes inside the nozzle units led to the reported issue.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).